Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Source of information: obtained from the initial reporter on dd mmm yyyy or provided from knowledge as you were present in the case? Obtained from initial reporter on 8th august. 2. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. 3. In what tissue did the needle was retained? Unsure but it was an open o&g procedure 4. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. 5. How long (in minutes) did the surgery prolong? Unsure. 6. What tissue was being sutured when the event occurred? Unsure. 7. Was additional dissection required in other organs/tissues other than the target tissue? No. 8. Was any other tissue damaged as a result of searching the needle? No 9. Is there a second surgery schedule to search the needle? Please provide more information. No. 10. Could you please clarify what is the lot number? Unable to provide lot numer 11. Please confirm no device is to be returned. Yes no device to be returned as it was an infected case, hence was disposed. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, it was alerted to needle breakage by meh store personnel. No adverse patient consequences were reported. Additional information was requested.